Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii y 22gax1.00in prn/ec slm the prn burst and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022, in order to further confirm the patient's condition, the contrast agent was injected into the patient for examination. During the process, the heparin cap of the closed venous indwelling needle burst open, resulting in the patient's blood outflow and the drug did not enter the vein.

Event description:
It was reported while using bd intima-ii y 22gax1.00in prn/ec slm the prn burst and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022, in order to further confirm the patient's condition, the contrast agent was injected into the patient for examination. During the process, the heparin cap of the closed venous indwelling needle burst open, resulting in the patient's blood outflow and the drug did not enter the vein.

Manufacturer narrative:
H.6. Investigation: in response to the event reported by the facility a device history review was conducted for lot number 1319439. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. 45psi leakage test for the retained sample of this batch. The test result was qualified, and no abnormality was found in the prn. H3 other text : see h.10.